Event description:
Patient contacted dexcom territory business manager on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported no use of acetaminophen at the time. At the time of the report made to the dexcom territory business manager, the patient did not report any medical intervention or injuries. On (B)(6) 2013 dexcom technical support followed up with the patient and the patient reported an intention to send in device data for investigation.